Event description:
Patient admitted to hospital for exploratory laparotomy, excision of eroded angelchik device and resection of gastroesophageal junction with primary anastomosis and pyloroplasty secondary to eroded angelchik device. Manufacturer is unknown. Patient authorized hospital to dispose of the angelchik device.